Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-(B)(4). The lead and implantable neurostimulator (ins) were returned for analysis. Additional information was received from the rep on (B)(4) 2018. The rep indicated that the scar tissue was in the epidural space. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found that the ins passed functional testing. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. The ins was functionally okay with insignificant anomalies. Analysis of the lead(serial# (B)(4)) found that the lead body was cut through and the product was segmented. The lead was cut 15.9 cm from the proximal end of the lead. Concomitant medical products : product ID: 3550-29, product type: accessory. Product ID: 977c265, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was scheduled for paddle lead placement due to previous issues (previously reported). The rep stated that this proved to be very difficult because of scar tissue and the lead was unable to be implanted, so the ins was explanted. No further complications were reported.